Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device prompted a "unit failed" message.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and attributed to the main board. However, the customer declined repair and the device was returned to the customer labeled "not for clinical use." Analysis for reports of this type has not identified an increase in trend.